Event description:
The customer reported being hospitalized due to low blood glucose of 30 mg/dl. Troubleshooting was performed. The customer stated that she was very busy and had taken too much insulin for the small amount of the muffin she ate. The customer's most recent glucose reading was 264 mg/dl. Reviewed the priming technique and it was correct. The reservoir was showing the same amount of insulin that the status screen shows. The caller stated that the insulin pump was not exposed to an MRI. Advised the customer to contact her doctor regarding her low blood glucose and call back if issues persist. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.